Event description:
Paramedics working cardiac arrest and after delivery 2 defibrillations; when they went to deliver the 3rd, the l15 (monitor) screen was blank, but the green on light, meaning there was power was still on. They attempted to turn it off, but it would not turn off. They continued to work the cardiac arrest and went back to the 1st responders AED and delivered a defibrillation. Delay of shock was 20-30 seconds. During this time, the paramedics gave direction to 1st responders as to trouble shoot the monitor as the paramedics continued to work the arrest. They had 1st responders pull the cardiac monitor batteries and put them back in. The monitor then appeared to be back working normally and 2 add'l defibrillations were administered with the lp15 and then the pt went into asystole. Paramedics in consultation wife family and online medical direction terminated resuscitation efforts. Diagnosis or reason for use: cardiac monitoring, defibrillation, and cardiac pacing.